Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient several minutes after placement. The user observed water leakage around the inflation valve.

Manufacturer narrative:
Received only a two way catheter. The reported event was confirmed, however the cause is unknown. Per visual inspection, no defects were noted on the returned sample. Per functional testing, the sample was inflated with water and water leakage was observed from the inflation valve. The catheter was dissected and a pinhole bubble on rubberize layer of inflation lumen was observed. The pinhole was examined under a microscope and noted to be long and but not smooth. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal or catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of catheter difficult." (B)(4).

Event description:
It was reported that the catheter fell out of the patient several minutes after placement. The user observed water leakage around the inflation valve.